Event description:
The user's hearing performance with the device is affected since (B)(6) 2019. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. While trying to perform in situ measurements, no connection with the implant could be achieved. Re-implantation is considered.